Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for 2 patient samples tested for creatinine plus ver.2 (crep2). Based on the information provided, the results for 1 patient were erroneous and reported outside of the laboratory. The initial crep2 result was 190.6 umol/l. This result was reported outside of the laboratory where it was questioned by the physician who requested the test be repeated as the reported result was not clinically believable. The sample was repeated 3 times with results of 55.8 umol/l, 55.3 umol/l and 54.8 umol/l. No adverse event occurred. The crep2 reagent lot number was 13128101. The expiration date was not provided. The customer indicated that calibration and quality controls were acceptable. The customer indicated they ran 14 other samples and had no issues. The customer changed the sample probe and ran a precision check. The last time maintenance was performed by the field service engineer (fse) was on 07/07/2016. The customer thinks the problem was due to a pre-analytical issue or sample probe contamination. The customer declined to provide further information for the investigation. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The investigation noted that since only 2 patient samples were questioned, it is likely that the instrument and reagent are working according to specification. The possible root cause may be due to a preanalytical issue.